Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files were not attached to this investigation. Our field service engineer investigated the ventilator on site and found out that the turbine module was defective and required replacement. No parts were returned for further investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).